Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user is testing with test strips (open (B)(6) 2016) close to date next to expiration (3/18/2016) which is not recommended per user guide or IFU.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that is experiencing symptoms of frequent urination. Customer states he does not need medical attention. The customer's expected blood result is 150mg/dl-200mg/dl fasting. Verified the strips expire 3/18/2016. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained hi and hi not fasting. Reviewed meter memory: hi (B)(6) 2016 01:56:00 pm fasting: no; 237mg/dl (B)(6) 2016 07:22:00 am fasting: no; 430mg/dl (B)(6) 2016 12:31:00 am fasting: no; 452mg/dl (B)(6) 2016 07:20:00 am fasting: no; 471mg/dl (B)(6) 2016 12:18:00 pm fasting: no. Memory concerns: hi reading on (B)(6) 2016. Customer is receiving a hi reading.